Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively and the explanted devices were not returned to bsn.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The patient was doing well postoperatively and the explanted devices were not returned to bsn. Additional information was received that the reason for explant was due to patient no longer wanted the device. No device malfunction was suspected. All device components were explanted.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 19922581.